Event description:
Per the audiologist, the patient discontinued wearing the speech processor in 2008. Exchanging the external equipment did not alleviate the problem. Results of an integrity test done the following month, were consistent with normal receiver/stimulator function with multiple electrode anomalies. No further information about explant/reimplant surgery had been provided as of the date of this report, july 11, 2008.